Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal degraded. Initial customer report indicated a problem the dso was damaged. The complaint was replicated. The dso seal was replaced. Performance verification testing was performed; device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.